Manufacturer narrative:
The power cord was replaced and there have been no further issues with the system. However, the original power cord was returned to the MFR and the power cord was found to be fully functional. Power cord passed a continuity test with no opens or shorts detected.

Event description:
A site rep reported that the site's stealthstation s7 system unexpectedly shut down in the middle of a case. The site rep said the unit was plugged in overnight, powered up w/o difficulty, and she did not hear any beeping prior to the unit shutting down. The site rep did not want to do any troubleshooting with the medtronic rep. The surgeon opted to discontinue the use of the stealthstation to complete the procedure. There was no impact on the pt outcome.